Event description:
It was reported that the patient then had followed up xray on (B)(6) 2016 and the surgeon reported that the locking caps (blockers) on the l4 screws had come out. The customer further reported that the patient was brought back for surgery ton (B)(6) 2016 to remove the metal wear. Surgical time required to revise the metal wear was approximately an hour and a half . This was removed as the patients fracture had healed.

Manufacturer narrative:
Catalog# 48230000, lot# d9s. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: upon visual inspection, some blockers exhibited signs of deformation and damage. Blockers had moderate to severe markings on the bottom, which indicated that the user over-tightened the rod past the recommended 12 nm. The rod indentation is only on one side of the blocker, indicating the rod did not contact the other side of the blocker. Conclusion the root cause was determined to be both over-tightening of the blockers past 12 nm and the use of a small rod.

Event description:
It was reported that the patient then had followed up xray on (B)(6) 2016 and the surgeon reported that the locking caps (blockers) on the l4 screws had come out. The customer further reported that the patient was brought back for surgery on (B)(6) 2016 to remove the metal wear. Surgical time required to revise the metal wear was approximately an hour and a half . This was removed as the patients fracture had healed.